Event description:
Reportedly, a patient was implanted with a vega r58 lead and a few weeks later a ventricular perforation was discovered when the patient came to hospital. The lead was explanted on (B)(6) 2024.

Manufacturer narrative:
Investigation summary: the associated manufacturing records for this lead were reviewed, which confirmed that the lead was manufactured in accordance with the standard operating procedures. As received, electrical tests performed were within specification and were not evidencing any electrical malfunction. Screw extension was initially difficult due to blood residue found within the helix housing. Following cleaning thoroughly the blood residue from the tip, the fixation function was within specification with extension and retraction of the helix. No general malfunction on the lead is suspected to be the cause of the event. Cardiac perforation may be attributable to different factors, such as patient physiology or physician preferred implant site, which are independent of the lead characteristics. Furthermore, cardiac perforation is a well-known potential complication associated to such implantable devices, discussed in published literature. The results of this investigation are retained and utilized for trending purposes. Please refer to the attached investigation report.

Event description:
Reportedly, a patient was implanted with a vega r58 lead and a few weeks later a ventricular perforation was discovered when the patient came to hospital. The lead was explanted on (B)(6) 2024.